Event description:
Sorin group (B)(4) received a report that the vent pump engaged with the incorrect direction of flow. The pump did not change direction unintentionally; weight was applied to the directional button by accident. The report indicated that air was noted in the cannula and there was patient injury but details of the incident have not been provided.

Manufacturer narrative:
Patient identifier was not provided. Sorin group (B)(6) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Received a report that the vent pump engaged with the incorrect direction of flow. The pump did not change direction unintentionally; weight was applied to the directional button by accident. The report indicated that air was noted in the cannula and there was patient injury. Sorin group contacted the customer to confirm the details of the incident and the current patient status but no additional information was provided. However, the report submitted by the facility to the country's competent authority stated that the injury was serious and the patient was un-responsive. It was also reported that it is unknown whether the device caused or contributed to the injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.